Manufacturer narrative:
Ptc investigation result was received on 15-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain, debilitating pain. This event was considered serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event almost immediately after being implanted. At 10 and 1/2 years post implantation she headed into surgery and had everything except her ovaries removed. Considering the positive temporal relationship and based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0516, # FDA-2014-n-0736-0015, awareness date 21-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2004 shortly after her youngest child was born. She was not tested for a nickel allergy at the time, and she is allergic to nickel. Almost immediately after being implanted, she started to get severe back pain that would cause her legs to go numb while holding her infant child if standing. Regular pain relievers like advil, tylenol, aleve wouldn't take the pain away, so she tried tramadol and other stronger meds. She lived with debilitating pain for 10 and 1/2 years. She never had issues with pain before essure. She also started gaining weight extremely rapidly, despite exercising, working with trainers, and nutritionists. She would either maintain or gain. She gained over 100 lbs. Then there were the random zaps of pain in her abdomen, it felt like an electrical current zapping you, and would take your breath away. Apparently that was the fallopian tubes spasming. Not to forget about horrible menstrual cycles, with huge clots and crazy amounts of blood for a 7 day period. The pressure of feeling like your parts were going to literally drop out of you before the onset of the vicious period was worse than carrying an over due baby. Allergies worsened every year. She was up to taking 4 zyrtec a day, in addition to benadryl to just try to get some relief from the allergies. She was also taking nasal sprays and eye drops to try to get through the days at work. Then she started reacting to foods that she ate. She had to carry epi-pens in case she comes in contact with avocados, peanuts and other foods that she used to regularly consume. The lack of energy was horrible. All she wanted to do was sleep. The doctors couldn't find anything medically wrong with her. She was healthy according to test. Lupus, diabetes and other autoimmune diseases were denied. She might be overweight, but her cholesterol, triglycerides, blood pressure; blood sugars were all within normal ranges. At 10 and 1/2 years post implantation she headed into surgery and had everything except her ovaries removed. At that point, she had already noticed that her back didn't scream at her when she tried to get up and move. She was released from the hospital the next morning pain free, without medication in her system. Also, she didn't need the benadryl or the zyrtec. Her allergies suddenly disappeared; perhaps it was something in the coils that her body was reacting to. Her back pain was totally gone, and her energy levels were through the roof. The swelling in her stomach was down considerably from where it was before removal. She was losing weight. Since removal, she was feeling she has gotten her life back. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain, debilitating pain. This event was considered serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event almost immediately after being implanted. At 10 and 1/2 years post implantation she headed into surgery and had everything except her ovaries removed. Considering the positive temporal relationship and based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.